Manufacturer narrative:
The information provided with the initial report was incomplete. We have updated the date of event to (B)(6) 2020. Updated the customer's blood glucose to 700 mg/dl and noted that the auto mode feature was active at the time of event. These information has been updated on this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was hospitalized on (B)(6) 2020 with blood glucose of 700 mg/dl. The auto mode feature was active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on unknown date with unknown blood glucose. Customer stated insulin pump rattled when shaken. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test p-cap locks properly in place in the reservoir compartment noted. No rattling noise during testing. No loose components inside the insulin pump during visual inspection. Device received with scratched case and pillowing keypad overlay. (B)(4).